Event description:
It was reported the programmer has intermittent telemetry/inability to interrogate devices, regardless of what programmer rf (radiofrequency) head is plugged into it. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis was unable to confirm the initial report, no anomalies were found with the programmer.